Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7079746, medical device expiration date: n/a, device manufacture date: 05/23/2017. Medical device lot #: 8071750, medical device expiration date: 02/28/2023, device manufacture date: 03/12/2018. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8274851, medical device expiration date: 10/31/2023, device manufacture date: 10/01/2018. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle came with different sized syringes in the boxes. The scale marking were misaligned. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328440, batch no. 7079746, 8071750, 8274851, unknown. It was reported finding different sized syringes in the boxes. Also stated scale markings are misaligned. Also reported son has had hyperglycemia. Verbatim: (B)(6) interpreter used for this call. Parent of child patient stated the syringes she is using for her 7 yrs. Son are different sizes. Stated the item purchased: (B)(4) but she's finding different size syringes in box. Also stated scale markings on syringes are in different places even though its the same product. Provided 3 lots: 8274851, expiration date: 10/31/2023, item: 328440. Lot: 8071750, expiration date: 02/28/2023, item: 328440. Lot: 7079746, item: 328440. Occurrence date unknown for all lots. Consumer stated she reported it to the pharmacy but did not speak with a pharmacist. Pharmacist has not seen the problem syringes she is reporting. Stated when she found a problem with them, she threw them out. Stated she only has a few samples to send in but not sure which lot they came from. The mother will be emailing me photos to attach to file. For the last 5 years all needle boxes have been in different quantities. Email translation: my son takes 0.5 sometimes. And that sometimes makes a lot of the amount administered and sometimes little, depending on the needle. In the image it is clearly seen, as in different needles: the scratch of the beginning is higher or lower. Look where there is 1 unit of insulin. On each needle it is different. That brought several hiccups and hyperglycemia in my 7 year old son in all these years.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle came with different sized syringes in the boxes. The scale marking were misaligned. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328440 batch no. 7079746, 8071750, 8274851, unknown it was reported finding different sized syringes in the boxes. Also stated scale markings are misaligned. Also reported son has had hyperglycemia. Verbatim:spanish interpreter used for this call. Parent of child patient stated the syringes she is using for her 7 yrs. Son are different sizes. Stated the item purchased: 328440 but she's finding different size syringes in box. Also stated scale markings on syringes are in different places even though its the same product. Provided 3 lots: 8274851, expiration date: 2023-10-31, item: 328440. Lot: 8071750, expiration date: 2023-02-28, item: 328440. Lot: 7079746, item: 328440. Occurrence date unknown for all lots. Consumer stated she reported it to the pharmacy but did not speak with a pharmacist. Pharmacist has not seen the problemed syringes she is reporting. Stated when she found a problem with them, she threw them out. Stated she only has a few samples to send in but not sure which lot they came from. The mother will be emailing me photos to attach to file. For the last 5 years all needle boxes have been in different quantities. Email translation: my son takes 0.5 sometimes. And that sometimes makes a lot of the amount administered and sometimes little, depending on the needle. In the image it is clearly seen, as in different needles: the scratch of the beginning is higher or lower. Look where there is 1 unit of insulin. On each needle it is different. That brought several hiccups and hyperglycemia in my 7 year old son in all these years.

Manufacturer narrative:
Investigation summary: customer returned photos of syringes. Customer states that they are finding different sized syringes in the boxes. Also stated scale markings are misaligned. Also reported son has had hyperglycemia. The photos were examined and it is difficult to determine if the scale markings are aligned properly or if there is a mixed product issue without the sample returned. A review of the device history record was completed for batch # 7079746 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications [200691325, 200691344, 200691343, 200690690, 200691565, 200697156] noted that did not pertain to the complaint. There was one (1) notification [200690715] noted for ink rings. A review of the device history record was completed for batch # 8071750 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 8274851 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200783032, 200783171, 200783193, 200783194] noted that did not pertain to the complaint. There were two (2) notifications [200783242, 200782939] noted for scratched print. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the syringes in questions have any issues solely from the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: as per investigation completed by manufacturing, "on 19jul2019, holdrege received 34 loose 0.3ml syringes from material 328440, multiple lots. All samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Volumetric testing per qc700450 and tp700119 was performed on all returned syringes using calibrated scale #13716. Volumes are measured at the 10 and 30 unit scale lines. Per the chart in section 6.5 of qc700450, specification volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. These specifications are in line with iso 8537. All syringes passed volumetric testing and are within specification. Results are below: volume u-100 10 unit 0.1007; volume u-100 30 units 0.297. Volume u-100 10 unit 0.1002; volume u-100 30 units 0.29. Volume u-100 10 unit 0.0948; volume u-100 30 units 0.2907. Volume u-100 10 unit 0.0978 ;volume u-100 30 units 0.2941. Volume u-100 10 unit 0.1001; volume u-100 30 units 0.2955. Volume u-100 10 unit 0.1; volume u-100 30 units 0.2972. Volume u-100 10 unit 0.1013; volume u-100 30 units 0.2932. Volume u-100 10 unit 0.0989; volume u-100 30 units 0.2935. Volume u-100 10 unit 0.0986; volume u-100 30 units 0.2898. Volume u-100 10 unit 0.101; volume u-100 30 units 0.2914. Volume u-100 10 unit 0.0998; volume u-100 30 units 0.2972. Volume u-100 10 unit 0.0968; volume u-100 30 units 0.2897. Volume u-100 10 unit 0.0995; volume u-100 30 units 0.294. Volume u-100 10 unit 0.0967; volume u-100 30 units 0.2961. Volume u-100 10 unit 0.0992; volume u-100 30 units 0.2914. Volume u-100 10 unit 0.1018; volume u-100 30 units 0.2968. Volume u-100 10 unit 0.1006; volume u-100 30 units 0.2935. Volume u-100 10 unit 0.1018; volume u-100 30 units 0.2912. Volume u-100 10 unit 0.0975; volume u-100 30 units 0.2935. Volume u-100 10 unit 0.0974; volume u-100 30 units 0.2943. Volume u-100 10 unit 0.0991; volume u-100 30 units 0.2929. Volume u-100 10 unit 0.0973; volume u-100 30 units 0.293. Volume u-100 10 unit 0.0999; volume u-100 30 units 0.2928. Volume u-100 10 unit 0.0975; volume u-100 30 units 0.2914. Volume u-100 10 unit 0.0957; volume u-100 30 units 0.292. Volume u-100 10 unit 0.0998; volume u-100 30 units 0.2925. Volume u-100 10 unit 0.0981; volume u-100 30 units 0.291. Volume u-100 10 unit 0.1; volume u-100 30 units 0.2959. Volume u-100 10 unit 0.1004; volume u-100 30 units 0.292. Volume u-100 10 unit 0.0977; volume u-100 30 units 0.2945. Volume u-100 10 unit 0.0998; volume u-100 30 units 0.2896. Volume u-100 10 unit 0.1009; volume u-100 30 units 0.2934. Volume u-100 10 unit 0.0979; volume u-100 30 units 0.2916. Volume u-100 10 unit 0.0969; volume u-100 30 units 0.2886. With the results of the volumetric testing, the reported defect was not confirmed in holdrege."

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle came with different sized syringes in the boxes. The scale marking were misaligned. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328440 batch no. 7079746, 8071750, 8274851, unknown it was reported finding different sized syringes in the boxes. Also stated scale markings are misaligned. Also reported son has had hyperglycemia. Verbatim:spanish interpreter used for this call. Parent of child patient stated the syringes she is using for her 7 yrs. Son are different sizes. Stated the item purchased: 328440 but she's finding different size syringes in box. Also stated scale markings on syringes are in different places even though its the same product. Provided 3 lots: 8274851, expiration date: 2023-10-31, item: 328440. Lot: 8071750, expiration date: 2023-02-28, item: 328440. Lot: 7079746, item: 328440. Occurrence date unknown for all lots. Consumer stated she reported it to the pharmacy but did not speak with a pharmacist. Pharmacist has not seen the problemed syringes she is reporting. Stated when she found a problem with them, she threw them out. Stated she only has a few samples to send in but not sure which lot they came from. The mother will be emailing me photos to attach to file. For the last 5 years all needle boxes have been in different quantities. Email translation: my son takes 0.5 sometimes. And that sometimes makes a lot of the amount administered and sometimes little, depending on the needle. In the image it is clearly seen, as in different needles: the scratch of the beginning is higher or lower. Look where there is 1 unit of insulin. On each needle it is different. That brought several hiccups and hyperglycemia in my 7 year old son in all these years.